Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. It was reported to csi that the guide wire will be retained by the site indefinitely. Should the wire be returned to csi, an analysis will be performed and a supplemental report will be submitted. As the wire was not returned, it could not be conclusively determined if the object which remained in the patient was from a csi device. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a viperwire coronary guide wire, a portion of the wire became detached and remained in the patient. The target lesion was 90% stenosed and located in the mid to distal left anterior descending artery (lad). Following atherectomy treatment and balloon angioplasty, a small radiopaque object was noted in the vessel. Multiple attempts were made to remove the object, however they were unsuccessful and the object remained in the patient. The balloons utilized during the procedure were examined but were not found to be missing any radiopaque components. The viperwire was examined and the spring tip of the wire was noted to be stretched. It was suspected that the radiopaque object may have become detached from the viperwire. The patient was in stable condition.